Event description:
This lead dislodged later the same day of implant, and it was confirmed with x-ray. The physician went in and repositioned it. The lead remains actively implanted. There were no adverse events reported for the pt. Should add'l info be rec'd, this file will be updated.